Manufacturer narrative:
Good faith effort attempts were made to confirm the patient outcome and device status; however, have not been obtained at the time this report was sent.

Event description:
It was reported that frost occurred along the needle shaft and actions taken caused a pneumothorax, requiring intervention. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure. During stick mode, however, the needle froze along the shaft, requiring rapid action to preserve the patient's skin. A warm glove was placed on the skin. Withdrawal of the needle caused a pneumothorax, and a pleural drain was placed. The procedure was completed using a different icesphere 1.5 cx 90 degree needle.

Manufacturer narrative:
Good faith effort attempts were made to confirm the patient outcome; however, have not been obtained at the time this report was sent. Device evaluation by manufacturer: no visual abnormalities were noted upon initial inspection of the complaint device. Functional testing revealed that the needle formed frost on the shaft during the freeze phase. The needle was disassembled, and the vacuum sleeve was analyzed. Small irregularities in the metal of the vacuum insulation sleeve were observed.

Event description:
It was reported that frost occurred along the needle shaft and actions taken caused a pneumothorax, requiring intervention. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure. During stick mode, however, the needle froze along the shaft, requiring rapid action to preserve the patient's skin. A warm glove was placed on the skin. Withdrawal of the needle caused a pneumothorax, and a pleural drain was placed. The procedure was completed using a different icesphere 1.5 cx 90 degree needle.